Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation, the monitor would not power up and the monitor was unable to complete essential performance testing. The failure was isolated to contamination on the table top board. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor won't power on.